Event description:
Patient developed blepharitis of the lower eyelid. She wears soft contact lenses, coopervision premium, that are replaced monthly. Renu multiplus solution was used for cleaning and storage. When cleaning solution was replaced by alcon opti-free express, the inflammation cleared. When the renu mutliplus was used again, the condition returned. It cleared again when the opti-free solution was used. The renu multiplus lots used were gg6076, exp 07/2008 and gf6026, exp 06/2008.